Event description:
A caller reported a "start a new sensor" message with the adc device. The caller reported that the customer had contact with a healthcare professional and was diagnosed with hyperglycemia. No treatment details were provided. The caller additionally reported "leg infection" with no further details. Skin infections are a common complication associated with diabetes, and is an increased risk factor among those with prolonged uncontrolled diabetes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.